Manufacturer narrative:
The device was returned, and a full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Extensive tests were carried out for several hours. However, were unable to reproduce the phenomenon reported by the customer. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit had error code e116. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Although it was not confirmed, printed circuit mother board replacement was conducted as preventive replacement. Olympus will continue to monitor field performance for this device.